Event description:
A (B)(6) female underwent uncomplicated peg placement with a 14 fr avanos brand mic percutaneous endoscopic gastrostomy. The patient had migration of the tube, allowing formula leakage, peritonitis, sepsis and now necrotizing fasciitis. We had a similar event 1 week later with the same size and brand tube without other explanatory factors. On review of data, this is the 3rd tube migration with this size and brand in a 12 month period at our institution. FDA safety report ID # (B)(4).